Event description:
The customer reported she was unable to test due to receiving an error 3 message whenever she inserted strips into her freestyle meter.

Manufacturer narrative:
Complaint confirmed. Tested returned unit. Uom was set to mg/dl when meter was received. Found reset calibration memory values causing the uom to be selectable, the battery icon and booklet icon to appear on the display and give e3 errors. Serial number was also corrupt. Meter is inoperable. Customers and retailers have been informed through the fa16may2006 letter.